Event description:
It was reported that the right atrial (ra) lead was fractured. There was difficulty getting the lead helix to retract and upon removal, some tissue was noted on the tip of the lead. The lead was successfully explanted and replaced. No patient complications have been reported as a result of this event.